Manufacturer narrative:
Device evaluation indicated that the complaint in regard to the charging issue was confirmed. The ipg exhibited premature battery depletion rate and excessive sleep current. Therefore, the battery could not maintain the battery power even though it had been charged fully. High voltage to ground impedance was low. These are the characteristics of analog integrated circuit-u1 damage due to high-voltage transient. It was reported that electrocautery was used during the previous revision procedure. (Ref er2010). Current leakage tests verified no loss of electric current into the surrounding tissue. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Residual gas analysis verified that the device insulation was not compromised.

Event description:
A report was received that the patient's ipg was not charging. The ipg was perceived to have been damaged during the patient's previous lead revision procedure (MFR report #: 3006630150-2015-02353) wherein monopolar electrocautery was used near the ipg site. The patient underwent an ipg replacement procedure and was reportedly able to charge successfully. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Event description:
A report was received that the patient's ipg was not charging. The ipg was perceived to have been damaged during the patient's previous lead revision procedure (MFR report #: 3006630150-2015-02353) wherein monopolar electrocautery was used near the ipg site. The patient underwent an ipg replacement procedure and was reportedly able to charge successfully. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).